Event description:
It was related that when remove the catheter because obstruction, was observed that the valve was inside the lumen.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an obstructed catheter could not be verified from the photo sample provided; however, the presence of a kink was visible which may have contributed to the reported event. Two photo samples of a 3 fr groshong catheter were returned for evaluation. The first photo showed the catheter looped with the distal end visible. Evidence of use is present. An obstruction in the catheter cannot be clearly observed. The second photo only showed the distal end of the catheter. The distal segment of the catheter appears to be kinked and bent towards the proximal end of the catheter and appears to be compressed. The position of the valve in relation to the kink may have impacted the functionality. The catheter is shown to be in different positions in the two photos provided. Since the kink in the catheter likely contributed to the complaint of an ¿obstructed catheter¿, the complaint is confirmed. Possible contributing factors catheter kink during insertion or during use. The product IFU cautions, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s)." A lot history review (lhr) of recw0485 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw0485 showed one other similar product complaint(s) from this lot number.

Event description:
It was related that when remove the catheter because obstruction, was observed that the valve was inside the lumen.